Event description:
Felt like face was 110 degrees/feeling hot [feeling hot]. Head fell like it was swollen [feeling abnormal]. Blood pressure elevated [blood pressure increased]. Blood sugars elevated [blood glucose increased]. Felt like a lot of pressure in head [headache]. Dizzy [dizziness]. Knee was painful [arthralgia]. Knee itched [pruritus]. Case description: spontaneous report was received on (B)(4) 2012, from a female pt, initials (B)(6), with osteoarthritis. The pt¿s medical history was significant for the use of synvisc one, six months ago in the right knee. On (B)(6) 2012, the pt initiated synvisc (hylan g-f 20) injection of 6 ml, once. The lot number was not provided. After 20 minutes of taking synvisc one, the pt got dizzy and hot. Her head felt like there was a lot of pressure and it was swollen. She felt like her face was 110 degrees. She was transported to the hosp and was given intravenous solumedrol and benadryl. Her blood sugars and her blood pressure were elevated. Her blood pressure was normally 120 - 130/70 (units unk). Prior to injection, the blood pressure was 140/80. During the afternoon it raised to 147/87 and in ambulance it was 157/93, 159/97 and 164/99. Her blood sugar level was 163 (units unk). On the same day, her knee was painful and itched. The next day, her blood pressure was 147/87 and blood sugar level was 248. Synvisc one dose was unchanged. The outcome for the events of felt like face was 110 degrees/feeling hot, felt like a lot of pressure in head, head felt like it was swollen, dizzy, knee was painful, knee itched, blood pressure elevated and blood sugars elevated was unk. Concomitant meds were not provided. The intensity for the events of felt like face was 110 degrees/feeling hot, felt like a lot of pressure in head, head felt like it was swollen, dizzy, knee was painful, knee itched, blood pressure elevated and blood sugars elevated was not provided.

Manufacturer narrative:
MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.